Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: dtba1d1 crt-d implanted on 2014-(B)(6). (B)(4)

Event description:
It was reported that the patient was experiencing fatigue and shortness of breath. Interrogation revealed that the right atrial (ra) lead exhibited high thresholds. The physician was informed and elected not to reprogram or revise the lead. The lead remains in use. The patient is a participant in the systems longevity study. No further patient complications have been reported as a result of this event.